Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was scheduled to be replaced. No further repair information is available at this time.

Event description:
The customer reported that the screen kept going black and displaying an overload fault error message. This error message will cause the system to shut down. There is no report of pt injury associated with this event.